Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, high and undefined pacing impedance, noise, and short ventricular intervals. The lead was reported to have possibly fractured. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.